Event description:
It was reported that the screw broke when entering the tunnel, without any pressure on it, 15 min of delay, another screw 8x30mm used instead. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.